Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that an intermittent e216 communication error occurred and the device failed pressure test as it was leaking on the focus button. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd 3cmos autoclavable camera head turned itself off during a procedure. The procedure was completed with another device. There was an inconvenience noted while the surgeon waited to for a new camera to be brought in. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the device powering down automatically was caused by fluid ingress. However, the specific cause of fluid entering the device was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.